Event description:
It was reported that the customer had an incident with her insulin pump. The customer had switched from the revel to 530g system. It was stated that about a month ago the customer was bolusing, but her sugar level kept going up to 700mg/dl, and then she was hospitalized. Instructed the caller to have the customer call to give us more information on the event. No additional details were provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.